Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, two resolute integrity drug eluting stents were implanted in the lad. One day post the index procedure the patient suffered a mi and stent thrombosis. Suction of the thrombus and subsequent ivus were performed. Poba was performed several times yet the thrombus remained, and therefore an iabp was inserted. The investigator indicated that the mi was not related to the study device, but that the stent thrombosis and subsequent revascularization were device related.